Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock lead impedance measurement of 150 ohms. Technical services (ts) indicated that the concern would be for values greater than 150 ohms. This lead remains in service. No adverse patient effects were reported. Additional information was received that this patient was seen in clinic and the health care professional (hcp) determined that the resolution would be continuous monitoring and if the impedances were to worsen, then further intervention would be considered at that time. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock lead impedance measurement of 150 ohms. Technical services (ts) indicated that the concern would be for values greater than 150 ohms. This lead remains in service. No adverse patient effects were reported.